Event description:
The customer reported the system is displaying charger error and saturation fault. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries and reloaded software. System operates as intended. (B) (4)